Manufacturer narrative:
(B)(4) no longer applicable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the catheter was changed during a spinal procedure, ¿scoli repair¿. The pump remains implanted and working well, no problems. There was no infection. The pump remains in and functioning.

Manufacturer narrative:
Section information references the main component of the system and other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter.

Event description:
Additional information received reported that the patient subsequently had an infection so the reporter believed the pump was removed. The reporter did not know the cause of the cut catheter. The cut catheter had been resolved as the patient had an all new system placed.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8781, serial # (B)(4), implanted: (B)(6) 2015, product type catheter.

Event description:
Information was received from a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2016, the catheter was cut during an unrelated spinal surgery. The patient had no symptoms related to the event.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp tried to page the manufacturer's representative but was unable to get a response. Hcp said they were in the process of implanting a pump and he cut the catheter. The hcp calling did not have much info and was outside of the operating room. The hcp was calling because she was tasked with paging the rep.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.